Event description:
During the procedure, the ep-4 stimulator did not pass self test and the procedure was cancelled. The system was powered up in the correct order. The ep-4 and touchscreen were power cycled 4 times which did not resolve the issue. All connections were checked and were fine. The media converters were power cycled but the issue remained. The account did not have a long enough serial cable to connect the stimulator directly to the dws and attempted to bypass the touchscreen. When disconnecting the serial cable from the back of the dws, the port became loose and migrated partially into the chassis of the computer. When the serial cable was connected, an error message occurred. No further troubleshooting could be performed and the procedure was cancelled.

Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received for investigation. Ac power was applied to the ep-4 stimulator which successfully executed the power on self-test. Preliminary voltage measurements confirmed system voltages to be within the specified limits. No self-test failures were observed during the investigation performed. The returned cardiac stimulator was then subjected to and passed an extended pacing test without issue. Normal pacing functions were confirmed during the evaluation period with no artifacts observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the returned product operated as designed during the evaluation period. The root cause of the field reported event cannot be conclusively determined as no abnormalities were identified.